Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with redness and secretion from abscess due to infection at the device pocket. The patient's pacemaker, the right atrial lead and the right ventricular lead were explanted. A new pacemaker system was implanted on the right side. The patient was stable throughout the procedure.